Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference (emi)/noise, the criteria for the right ventricular lead integrity alert were met. 5 non sustained tachycardia episodes with v-v intervals greater than 220 milliseconds between 12 and (B)(6) 2015; electrogram show evidence of emi noise lead failure predictor triggered on (B)(6) 2015 for ventricular sic and non sustained tachycardia episodes. R-wave amplitude has been low since implant. Current measurement is less than 4 millivolts .

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that an right ventricular (rv) lead integrity alert triggered. During use of the rv lead, the patient received inappropriate high voltage therapy due to oversensing of external noise. It was also reported that the rv lead exhibited very low and intermittent r-waves. Programming and/or lead revision was recommended, and the rv lead remains in use. Patient to be monitored and/or re evaluated at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.